Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter .

Event description:
Information was received from a consumer regarding a patient currently receiving baclofen (20000 mg/ml at 619.4 mg/day) via an implanted pump. The indication for pump use was multiple sclerosis and intractable spasticity. On (B)(6) 2017 it was reported that the catheter tip was bent. The patient was told that the current catheter was positional. When the patient sat or sat at a certain angle the catheter clamped or kinked. They did an x-ray showing the catheter tip was bent. The surgeon said there was nothing wrong with the catheter tip. The neurologist and family doctor told the patient due to the bent tip it was ¿kinked or positional¿. There was some back flow. The patient¿s doctor was aware of the issue, but it had not yet been resolved. The event date was (B)(6) 2016.